Manufacturer narrative:
It was reported that the patient had a catheter in place for obstructive neuropathy. According to the facility the patient was having their monthly catheter change and when the balloon was filled with 10 cc of fluid the balloon popped which required the catheter to be removed and an additional catheter to be placed. The patient reportedly acquired a urinary tract infection (uti) after the incident. The patient was provided with an unknown treatment and is reportedly recovered from the incident at the time of this report. The account did not provide any further details regarding this incident. No further intervention was reported. A sample was not returned for evaluation. A root cause has not been determined. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported a foley catheter retention balloon popped and the foley catheter had to be replaced.